Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella rp flex device for mechanical circulatory support. While on support, micro clots were discovered in both ventricles and heparin was started to mitigate the condition. The rp flex was removed bedside with no complications. The patient remained on impella 5.5 support which is slowly being weaned down.